Manufacturer narrative:
The device was received at carefusion and routed to the factory service department for evaluation and repair. The carefusion factory service technician evaluated the device, verified the complaint and determined that the root cause of the device's failure was a malfunctioning (depleted) o2 sensor. The carefusion factory service technician replaced the o2 sensor, performed the annual preventative maintenance (pm) service on the device and ran the device through a complete checkout per the factory service procedures. Upon completion the device was returned to the user facility to be placed back into service.

Event description:
The user facility biomed reported that the device is displaying error code 51 (oxygen sensor can't be calibrated). No patient involvement was reported.